Manufacturer narrative:
Unable to proceed with product investigation as lot number and contact information was not provided by the consumer.

Event description:
Neuropathy (provisional diagnosis) [neuropathy peripheral], disability [disability], excess zinc [hyperzincaemia], copper depletion [copper deficiency], unable to perform normal daily activities [activities of daily living impaired]. Case description: attorneys reported that their client, a female (B) (6) who has had dentures for approximately 28 years, used fixodent denture adhesive, form/version unknown and poligrip extra care with poliseal and was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion; she has a disability and is unable to perform normal daily activities. A healthcare professional was visited. The case outcome was not recovered/not resolved. No further information was provided.